Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -11.5 diopter, implantable collamer lens was implanted into the patients eye, " but explanted after seeing excessive vault. He then implanted a 12.6 size and was much better size for patient."

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens.claim#: (B)(4).

Manufacturer narrative:
Corrected data: d7 - explanted date: (B)(6) 2020 should be removed as it is not applicable. Claim#: (B)(4).